Event description:
Customer reported tubing severed and leaking IV fluids on the floor upon patient transfer from bed to stretcher. No patient harm or medical intervention reported. Although requested, no additional information was available.

Manufacturer narrative:
(B) (4). (B) (4). This report was filed by the manufacturer. The product was received. Investigation is not complete. A follow up report will be submitted with any relevant information.